Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. After completion of the pulmonary vein isolation, the physician placed the catheter with the guidewire in the coronary sinus. Then, attempted to retract the wire from the catheter and found it was stuck. The whole catheter was removed and it was observed tissue and the junction of the wire and catheter tip. The procedure was already completed when the issue occurred. No patient complications were reported. The device is expected to return for laboratory analysis.